Event description:
(B)(6) purchased a red lynx 3 wheel scooter from a local dealer. She states she is having issues with the scooter. When she plugged the charger in it allegedly sparked and the battery light does not light up. The dealer took the scooter and looked it over and they could not find anything wrong with the scooter. (B)(6) is unhappy and does not want the scooter back.